Event description:
The pt was implanted with an esophageal ii wallstent 12 months ago. The pt presented with a tracheoesophageal fistula proximal to the implanted stent. Upon endoscopic evaluation, the physician noticed that benign tissue appeared to have penetrated the covering of the original stent. A second espohageal ii wallstent was placed to cover the fistula. The pt appears to be doing fine according to the physician. He will continue to keep co informed of any new developments with his pt.